Event description:
A nurse reported that during cataract surgery the fluid pressure was low. The cassette was removed and replaced with a new cassette to continue the surgery. The procedure was completed, without harm or impact to the pt. There is no additional info expected to be obtained for this case.

Manufacturer narrative:
The investigation is in process. The device was received by a company representative and is in transit to the mfg site for investigation. A root cause has not been identified. (B)(4).